Event description:
Customer reportedly received results in the 40's (mg/dl) and in the 200's (mg/dl) within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.